Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer automatically shut down after interrogation multiple times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to reproduce the issue with the programmer shutting down but confirmed there were errors in the event log and there were corrupted files. Analysis also noted there was an issue with sensor 7 and with the micro processor unit (mpu). The programmer was returned unrepaired due to a lack of parts for repair and it was recommended for the programmer to be scrapped. If information is provided in the future, a supplemental report will be issued.